Event description:
The patient required a corrective invasive procedure in which a device was replaced and an additional femoral puncture site/access site was required.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f fast-cath introducer sheath and dilator were received for evaluation. No anomalies were noted when a brk needle/stylet assembly was advanced through the returned sheath/dilator assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported needle insertion difficulty remains unknown.